Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that some segments were missing. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some led digits did not illuminate. Component r96 on the user interface board was found to be out of specification. Which resulted in a failed led driver circuitry. The user interface board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for almost one (1) year with no previous reported issues related to this reported event.